Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters were observed as one power on reset for write to locked ram occurred on (B)(6) 2010 12:36:42 and one patient alert for por occurred on (B)(6) 2010 12:36:42.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) electrical reset message on a carelink transmission. It was further reported that the patient was undergoing radiation therapy at the time. It is unknown if there was any intervention. The device remains in use. No patient complications have been reported as a result of this event.